Manufacturer narrative:
The device was returned and investigated. Returned device analysis confirmed the reported clip actuation issue of inability to open the clip. Additionally, clip jumpiness was noted as the clip jumped open and close during testing, and the actuator coupler was observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the device analysis the reported inability to close the clip, the observed clip jumpiness and the observed scratched actuator coupler appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report clip jumped open and jumped closed. It was reported that during preparation of the mitraclip delivery system (cds) the clip did not fully close. Troubleshooting was performed with no success. The clip opened but did not close all the way. The cds was not used and was replaced. There was no clinically significant delay during the procedure. Returned goods analysis identified the clip jumped open and jumped closed. No additional information was provided.